Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 284 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.